Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, approximately eight years ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient presented emergently with stent graft migration and a proximal type 1 endoleak. The sent graft was in the aneurysm sac. This was attributed to disease progression of the abdominal aortic aneurysm which expanded upwards and dislodged the stent graft. Currently the neck diameter is 27 - 28 mm, length is 1.5 cm and it had an angle of 30 degrees. The abdominal aortic aneurysm is 7 cm in diameter. A talent converter was implanted from the right side and extended with an iliac artery extension. Then a 20 mm occluder was implanted from the left side followed by a femoral to femoral bypass. This successfully resolved the migration and endoleak. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (migration, endoleak), patient's condition affected effectiveness of device (aorta disease progression). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (aorta disease progression).

Event description:
Additional information was received. It was reported that the patient expired and the death was caused by double pneumonia.

Manufacturer narrative:
(B)(4) inherent risk of procedure (death).